Manufacturer narrative:
H6: investigation summary a photo as a sample was received and analyzed by our quality team. The separation is clearly presented and the complaint has been verified. Without further information like a physical sample for investigation, the root cause of this separation remains unknown. The manufacturer has been made aware of this issue. A device history record review for model 10014881 lot numbers 22039413 (21,603 units produced 31mar2022) and 22029851 (B)(4) units produced 24feb2022) was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of these sets.

Event description:
It was reported while using bd sec 20dp w/ss dc low sorb the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: this complaint was started as we had experience at least 2 instances of the tubing coming detached from the chamber involving as mentioned before, the hose isn¿t breaking. The connection to the chamber just isn¿t secure enough under normal use and they are coming apart."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sec 20dp w/ss dc low sorb the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: this complaint was started as we had experience at least 2 instances of the tubing coming detached from the chamber involving. As mentioned before, the hose isn¿t breaking. The connection to the chamber just isn¿t secure enough under normal use and they are coming apart."